Event description:
It was reported to philips that the c-arm caudal geometry movement were unavailable. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) procedure which was completed by using another system. A philips field service engineer (fse) went onsite and confirmed that the c-arm movement was not possible in caudal positions. Upon further investigation, it was confirmed that the customer had dropped the geo module and was not working properly. To resolve the reported issue, the fse replaced the geo module tilt kit wp, and after functional checks, the system was returned to working conditions. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. During the onsite investigation it was confirmed that the customer dropped the geo module, causing it to malfunction and prevent some movements. Hence, the system did not malfunction, but rather a user error occurred. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.